Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test. Unit passed the delivery accuracy test. No motor error alarms, under delivery anomalies or unexpected no delivery alarms noted. The motor was tested outside of device and passed. Unit received with corroded battery tube, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose. The customer¿s blood glucose at the time of the incident was 363 mg/dl. The customer¿s blood glucose at the time of admission was unknown. The customer was treated with intravenous therapy. The device was alleging the device was under delivering. Troubleshooting was performed on the insulin pump. They had no delivery alarms. The customer had a mammogram about a month ago, and they did not remove the device. The insulin pump will be returned for analysis.